Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 348 was not reproduced. A review of the event history log revealed system error 348 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor tape is damaged in the tubing channel. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a system error 348 during saline therapy. The event occurred in the labor and delivery department during an infusion. No additional information is available.